Event description:
The pump was in the hosp bio-med shop and was reportedly observed turning on and off by itself. No info as to where in the hosp the pump came from and no clinical contact is available. No pt injury or medical intervention reported.